Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. Test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the hemosil reagent. The result from the meter was 4.5 inr. Customer received an unknown error message prior to obtaining this result. The result from the laboratory within 4 hours was 3.3 inr. The customer's therapeutic range is 2.5-3.0 inr.